Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported the bypass tube was already detached. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to successfully achieve hemostasis. There was no blood loss and no health damage to the patient. There were no other devices or equipment reported to be used with the involved device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information: expiration date and UDI, manufacture date, and to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.